Event description:
It was reported that during an open gastric bypass, the staples did not form properly. The device was fired on stomach tissue, no buttressing material was used. While using the device with a green cartridge, no unusual noises were heard, and all triggers and buttons automatically returned to the original position. It is unk whether the device was fired over an existing staple line. The surgeon has been using this device for approximately three years. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.